Event description:
It was reported the user needed some force to take off the cap of the probe more than usual. The operator cut his/her pinky finger and bled, when took off the cap. There was no adverse patient consequence.